Manufacturer narrative:
Through follow-up communication, livanova learned that the device was cleaned regularly per the instruction for use and the water quality monitoring is applied and the h2o2 checked every day. A disposable pall-aquasafe water filter with an 0.2 m membrane for tap water or equivalent performance filter is used and when the device is not used, it is stored drained. The hospital do not use reusable blankets. Prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected and device surfaces also after every operation. 3t aerosol collection set is replaced after the allowed use period. The device is placed outside the operation theatre during use. Source of contamination is related to location where device is used and remained unknown. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. No other action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.